Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Event description:
Caller states patient tested 6.7 inr on the coaguchek s system while a comparison lab returned as 4.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.